Manufacturer narrative:
Retainer ring=black. On 11/27/2021 customer called in with the following concern: customer called to report that she dropped the pump and it stopped working. Blank display. The battery compartment is also cracked. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple new batteries and battery caps unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection on connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly and no moisture damage noted on electronic assembly. However, unit was received with a cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Per visual inspection, corroded battery tube was also noted, cracked case(battery tube), cracked battery tube threads and faded serial number label. In conclusion, customer allegations was confirm. Blank display was confirm due to cracked case on the battery side and not making contact with battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and was not working. The customer stated that they dropped insulin pump on the marble floor and it cracked at the battery compartment all the way through back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and was not working. The customer stated that they dropped insulin pump on the marble floor and it cracked at the battery compartment all the way through back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.